Event description:
Additional information received indicated the event was resolved by explanting and replacing the device.

Event description:
During follow-up, a decreased battery longevity was observed on the device. Technical support was contacted and discussed the decreased battery longevity was due to an increased battery impedance. The event will be resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The field complaint of premature battery depletion and increased battery impedance was not confirmed. The device was received in backup mode which was triggered post-explant consistent with exposure of the device to cold temperature. Evidence from the device image indicates the pacemaker remained above eri throughout the implant period and electrical tests performed, including battery assessment at various pulse amplitudes did not find any anomaly. Total projected longevity based on field settings is 11.5 years, implant duration was 11.16 years which is within the expected range and it is considered normal battery depletion.